Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.external insulation abrasion was noted at 29.7-30.4cm from the distal end, consistent with lead friction to another device or structure of the heart. Externalized conductors due to internal insulation abrasion were noted at 10.6-13.2cm from the distal end. Internal insulation abrasion was noted at 10.7-11.4cm from the distal end. The etfe coating was intact at these locations.(B)(4).